Event description:
It was reported that the system with this right ventricular (rv) and left ventricular (lv) lead exhibited high capture threshold and within range high pacing impedance noted to be increasing gradually. Health care physician (hcp) also inquired about magnetic resonance imaging (MRI) conditions and technical services (ts) discussed the limitations of rv and lv output. Ts also discussed that gradual rise of impedance and threshold typically indicates something physiologic rather than mechanical. This system remains in service and no additional adverse patient effects were reported.